Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. B3: exact event date unk, entered (B)(6) 2024 as only the year was provided. D4: batch # 573c66. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received partially fired (B)(6). The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 573c66, and no non-conformances were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? A gst60g was inserted to plee60a gun, the doctor waited 15 seconds and pressed on the firing button, the reload stuck and didn¿t fire properly. If yes: did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Yes, patient is normal and no consequences happened. Was there any patient consequence or change in the post-operative care of the patient because of the event?

Event description:
It was reported that during an unk procedure, the device miss-fired. No further details were provided. No patient consequences reported.